Event description:
The customer called technical support (ts) requesting part number for replacement o2 fitting. Customer also states the retention clip for the power cord came in with wrong part number. The customer reported there was no patient involvement at the time the issue was discovered. However, the staff were setting the ventilator up for use and changing out the o2 hose when the problem was discovered. The device was switched out with a different device to use on the patient. No medical intervention was provided to the patient nor was delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated they heard a leaking sound, and when the staff went to change the o2 hose, the o2 inlet just spun so they could not tighten the hose down. The rse provided the customer with o2 fitting part number. Informed customer that he had a replacement clip sent to customer. Customer confirmed the clip was received. The customer replaced the o2 fitting retention plate and the o2 inlet fitting, to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.